Event description:
Boston scientific received information that this lead was explanted due to a product performance issue. Subsequent information indicated that the lead had dislodged. The physician believed the helix had not been extended out far enough. There were no adverse patient effects. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated that the lead's distal part was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage traction forces during the surgery should be taken into consideration. Next, the fixation helix was found bend and two-thirds of the fixation helix were capped and not received for analysis. Damaging the fixation helix requires the presence of mechanical stress. Tensile forces applied during explant procedure should be taken into consideration. Due to these damages, a mechanical inspection of the lead regarding the clinical observations mentioned in the complaint description was not properly feasible. In summary, damages of the lead's distal part and a severe deformed fixation helix were noted on the returned lead. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device was not returned for analysis. The analysis is; therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.